Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
A zilient wire was selected for use in a calcified chronic total occlusion in the posterior tibial artery (pt). The wire tip appeared to become stuck in the plaque and began to fray. The wire tip unwound. The wire was removed, and wire fragments remained in vivo. The procedure was continued with a second zilient wire. ((B)(4)).

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
A zilient wire was selected for use in a calcified chronic total occlusion in the posterior tibial artery (pt). The wire tip appeared to become stuck in the plaque and began to fray. The wire tip unwound. The wire was removed, and wire fragments remained in vivo. The procedure was continued with a second zilient wire. (08844)